Event description:
It was reported that this right ventricular (rv) lead exhibited noise on the shock channel. It's suspected to be due to myopotential. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).